Event description:
Caller reported experiencing intermittent occlusion alarms. The customer¿s blood glucose level was 362 mg/dl. Reportedly, the customer is removing air from the cartridge prior to filling and using cold insulin. Tandem clinical support educated the customer on the proper loading process and informed customer that insulin should be at room temperature before filling a cartridge per user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.